Event description:
When injecting contrast after positioning the judkins right catheter in the ostium, a dissection in the right coronary artery occurred. There were no adverse complications reported.